Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to double counting of a real ventricular tachycardia (vt) that made the calculated heart right higher than expected. The patient was hospitalized. Technical services assessed the case indicating the treatment was appropriate for vt but not clinically desired, and recommended s-ICD reprogramming options to mitigate future double counting of signals. The physician decided to leave the s-ICD system programmed as it is. This implantable electrode remains in service and no adverse patient effects were reported.